Event description:
It was reported that during a lap gastric bypass procedure, the stapler did not deliver the staples. New cartridge was opened to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/24/2007. Evaluation summary: the analysis results found that the device was returned in good visual condition and with no cartridge present. However, two cartridges were received inside the bag, void of staples and with no damage to the lockout. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by an automated scanning system. In addition, a sample of the batch is inspected at fgqa to ensure the device meets the required specifications prior to shipments. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.